Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and instructed the customer on proper usage of profiles built into the system. System operates as intended.